Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set leakage event on (B)(6) 2025 which led to high blood glucose level. No further information available.